Event description:
It was reported the patient is not receiving adequate stimulation for her axial left sided back pain. Also, the patient indicates she is having numbness from her right groin to the right knee. All impedances were acceptable. Reprogramming was able to provide coverage of the right groin and right knee, however, it was not able to provide adequate stimulation of the patient's back. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.